Manufacturer narrative:
This case involved the use of an orthadapt bioimplant in the repair of a rotator cuff tear with significantly degenerative native tissue. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The surgeon noted that the patient had a very poor prognosis and the repair failure was expected. Based on the information provided by the physician, the bioimplant was only removed as part of a total shoulder replacement and was completely unrelated to the orthadapt bioimplant. Neither the product nor the product lot number was provided to the manufacture.

Event description:
Patient was reported to have an erythematous shoulder and draining wound approximately 2 months post repair of a rotator cuff tear with orthadapt bioimplant. Due to the preexisting condition, the patient underwent a total shoulder replacement; the bioimplant was removed at that time (the date is unknown).